Manufacturer narrative:
The insulin pump was received with no motor error alarm or no excessive no delivery alarm during or testing. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no deliver, displacement tests and motor was tested outside of the device and passed. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, stained end cap sticker and cracked case at the reservoir tube window corners.

Event description:
It was reported the customer received a motor error alarm during a basal delivery. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.